Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring scope wash tubing broke inside the cannula, but the c-ring did not break in half nor did it fall in the pt's leg. The physician's assistant removed the device. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The maquet account manager was present during this case and stated the device was manipulated delicately and was not used roughly.

Manufacturer narrative:
Investigation results: the visual inspection showed that the c-ring was intact and attached to the scope wash tubing, which were received detached from the cannula. The scope wash tubing was within the processing specification length. The 15 degree cut angle was also present on the proximal end of the tubing, ensuring that the entire length of the scope wash tubing was present. The c-ring extended and retracted from harvesting cannula with no non-conformities found. The reported failure was confirmed. A lot history review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).